Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's muscle contractions due to increased dystonia lead to the heating during recharging. The patient now recharges in a different place, different time of day, and different position. The heating during recharging had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported during the call the patient reported they noticed heat around the ins when they were recharging. The patient said the heat came from their dystonia and their muscles contracting generates a lot of heat when they are recharging. Patient was unsure of the event date, but stated it had been happening for the past year or so. There were no symptoms reported. There were no further complications reported.